Event description:
It was reported by a field service tech that the blade mount is chipped. This was found while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. A product return was requested. The reported condition cannot be confirmed without the product being available for eval. However, based on previous investigation details, this can occur if non-MFR blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.